Event description:
It was reported to boston scientific corporation that the device button locking adapter of a corflo cubby low profile gastrostomy device was damaged during placement in 2008. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.